Event description:
It has been reported to philips that during a coronary procedure x-ray could not be emitted from the frontal stand of the allura xper fd10/10 system. The message 'fluoroscopy not possible. Reselect application' was prompted to the user. The procedure was aborted. Philips has been informed that the patient passed away the next day during surgery. A third-party service engineer inspected the system onsite and confirmed that x-ray could not be emitted from the frontal stand. The lateral stand was fully operational. Parts were ordered by the service engineer. Philips has initiated an investigation of this complaint. The system was in use by a nonprofit organization from the united kingdom. The user was no longer in jamaica so no additional information regarding the incident could be requested when the service engineer was on site. The only additional information available was that the patient was a child. Though there was no allegation that the system malfunction contributed to the patient¿s death, we are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.

Manufacturer narrative:
According to the additional information collected, during a diagnostic coronary procedure using the allura bi-plane system, x-ray could not be emitted from the frontal plane. The lateral plane was still operational. The customer was able to complete the procedure by using the lateral plane. The patient (3-year-old) passed away the next day during surgery. The customer has confirmed that there was no relation between the outcome for the patient and the reported problem. The third party engineer found that the xcs certeray board (x-ray generator) was defective causing that x-ray from the frontal plane was not possible. The xcs certeray board has been replaced and the system was returned to use in good working order. As the system did not cause or contribute to the patient¿s death, philips evaluates this complaint as not reportable. Corrected data: codes are updated as per the investigation outcome. The patient outcome & health impact has been updated to no harm, as the death initially reported was not related to procedure performed on the day the allura system failed.